Event description:
It was reported that the patient had a computed tomography performed in july 2021 to evaluate injuries from a motor vehicle accident. The results of the CT found the heart was normal in size and there were no signs of pericardial effusion, but there was a nonocclusive thrombus found in the outflow tract. The main pulmonary artery was normal in diameter without evidence of large central filling defect. The thoracic aorta was non-aneurysmal with scattered atherosclerotic plaques.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Section b1: corrected. Section d1: corrected. Section d4 catalog number, primary UDI number: corrected. Section h6, medical device problem code: corrected. Manufacturer's investigation conclusion: the nonocclusive thrombus in the outflow graft could not be confirmed as no product was returned for evaluation. A direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and the suspected thrombus could not be conclusively established. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on hmii lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), is currently available. Section 1 of the IFU, ¿introduction¿, lists device thrombosis as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Section 1 and section 6 of the IFU, ¿patient care and management¿, outline indications of pump thrombosis and how to respond to such events. Additionally, section 6, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation therapy and inr range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.